Manufacturer narrative:
Unit received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test or verify off no power or battery out limit alarm due to cracked and bleeding lcd glass.

Event description:
It was reported that insulin pump was leaked. Blood glucose was unknown. The insulin pump will be returned for analysis.